Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The allegation was not confirmed.